Manufacturer narrative:
The user reported a low glucose event on (B)(6) 2026, stating that the sg was 255 mg/dl while the bg was 48 mg/dl. A review of the in vivo sensor glucose data showed that at 6:23 pm on (B)(6) 2026, the sg was 257 mg/dl with no corresponding bg entry. The sg was trending downward. A review of the alert history confirmed that the user did not receive a low glucose alert because the sg did not drop below the user-set alert threshold at the time of the event. A review of the in-vivo sensor data showed no anomalies. Customer care assisted the user with a sensor relink to clear calibration buffer address a potential calibration misalignment. Subsequent monitoring following the re-link indicated improved alignment between bg and sg values, and the user was advised to continue using the system. The root cause of the reported inaccuracies could not be determined, but the potential root cause may be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance. A review of data from the two weeks following the event demonstrated that the system was performing within expectations, and the user has not reported additional concerns. The user did not seek medical treatment and resolved the episode using a glucagon injection. The user's hcp had not been informed of the incident, and the user was advised to contact their hcp for medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: on (B)(6) 2026 at 6:23 pm est - sg 255 mg/dl - bg 48 mg/dl. After dms review, we confirmed the following information at the time of the event: 25-jan-2026 at 6:23 pm est - sg 257 mg/dl - bg not entered. After dms review, we confirmed that the user didn't receive a low glucose alert at the time of event because the sg never went below the alert level. The user didn't seek for medical treatment and resolved the event with a glucagon shot. The user's hcp isn't aware of the event and was advised to follow up with the hcp for further medical guidance. As per dms, user is currently using the system with up-to-date information.